Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose between 200 mg/dl and 300 mg/dl. Customer was hospitalized due to milk diabetic ketoacidosis and ketones. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Caller did not have insulin pump at hand to complete troubleshooting.